Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2906 captures the reportable event of clip failed to release from the catheter. A visual examination of the returned complaint device found that the clip assembly was attached to the control wire and one of the capsule tabs was locked into the capsule. It was noticed that the clip arms were misaligned. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a post polypectomy clipping procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. Reportedly, the clip was pulled off the tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a post polypectomy clipping procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. Reportedly, the clip was pulled off the tissue, and the procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.